Event description:
The device was used during a total abdominal hysterectomy procedure. Reportedly, the instrument was difficult to open. The surgeon resected tissue at the application site and manually sutured to complete the procedure. The hospital has reported the patient's condition is satisfactory.